Manufacturer narrative:
Date of event: date of event is estimated. A patient experienced lead migration was reported to abbott. The issue was confirmed via fluoroscopy. As a result, the leads were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-02911. Was reported that the patient's leads had migrated. The issue was confirmed via fluoroscopy. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced.